Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The physician office was contacted around 17:50 on the evening of (B)(6) 2015 with complaints of increased spasticity/spasms and the patient¿s pump was alarming every 10 minutes. The patient was evaluated by the physician at approximately 19:15. The pump was interrogated and showed ¿motor stall occurred¿. Despite re-interrogation, the motor stall recovery did not occur. At that time, the patient was complaining of increased abdominal and lower limb spasms but denied pruritus or irritability. The patient denied exposure to a strong magnet including mris and denied sitting in a hot tub. The patient was escorted to the emergency department and per request had placed orders in anticipation of baclofen withdrawal. The patient had progressive spasms overnight. Valium was given around 05:00. Per the bedside nurse, the patient had a seizure early in the morning of (B)(6) 2015 (had deviated to one side, decreased alertness) that responded to ativan. The primary team requested elective intubation. The patient¿s family was bedside throughout the night and stated that the patient was alert and oriented overnight. Upon physical examination the patient was intubated, had positive abdominal spasms with movement of the lower limbs, was sedated, had tone on the modified ashworth scale (mas) of 3-4/5 in bilateral elbow flexors, and had sustained clonus of the bilateral legs with hip extension and knee extension. The patient was to continue on oral baclofen, cyproheptadine, and possibly dantrolene. Per the pump logs the motor stall occurred on (B)(6) 2015 at 10:11 with no recovery. The cause of the motor stall was unknown and it was noted that elective replacement indicator (eri) was 10 months. There had been no indication of malfunction 3 days prior when the patient presented for a routine pump refill. Pump explant occurred on (B)(6) 2015 and replacement took place on (B)(6) 2015. Patient outcome was reported as recovered without permanent impairment. It was clarified that the device system had delivered gablofen rather than lioresal.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft bearing. The pump was also sent for internal vapor analysis testing. The additional outside analysis performed did not change or impact rpa¿s analysis in any way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. They reported "pump failure." The logs revealed a motor stall occurred at 10am on (B)(6) 2015. The stall never recovered. The patient did not have an MRI or electromagnetic interference (emi) exposure. The plan was to schedule for pump replacement as soon as possible. The patient was admitted and was going to be managed for withdrawal symptoms. The patient had no symptoms at the time of call at (B)(6) 2015. The pump system was explanted on (B)(6) 2015. Additional information received reported that the patient was on flex dosing schedule with a daily dose of 968.4mcg/day at the time of event. It was later that the manufacture representative interrogated the device and looked at the logs and it appeared that the motor stall recovered within 24 hours. On the event logs, it showed that it "stopped pump period may exceed tube set." Per the physician, the pump was working fine, tone was well controlled as of (B)(6) 2015. The patient was doing better. The pump system was delivering lioresal.

Manufacturer narrative:
(B)(4).